Manufacturer narrative:
On 25 march 2016, the medical affairs director performed a clinical evaluation and commented as follows: tibial revision ia tka made two years before. Poor quality x-rays do not allow precise identification of the problem but medial loosening can be seen under tibial plateau. Current orientation of tibial baseplate looks significantly slanted compared to tibial mechanical axis, reasons for this choice are unknown. Possible use of an intramedullary stem will probably require different alignment strategy to be undertaken. Root cause for this event is unknown. Batch review performed on 12 april 2016. (B)(4).

Event description:
The patient came in complaining of pain due to loosening of the medial tibia. A revision surgery has been scheduled for (B)(6) 2016. Explants are not available.

Manufacturer narrative:
On 09 june 2016 it was prepared a final report with the information already submitted in the initial report. On 10 june 2016 the report was sent to the initial reporter and the case was closed.